Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, first heartstring seal cracked while l0ading the seal into the delivery tube and the second did not deploy out of the delivery tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp.